Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # v589288, implanted: (B)(6) 2011, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID neu_unknown_prog, serial # unknown, product type programmer, physician.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient received a new patient programmer from the manufacturer and since getting the new patient programmer he was not able to change to different program. The patient was having pain at the bottom. It was reviewed the new patient programmer will need to be programmed with the patient's setting in order to be able to use other programs / setting. Additional information received from the patient noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. Appointment date will be (B)(6) 2014. More than 1.5 years later the patient reported that the device had been removed due to butt pain. The patient described his experience with increasing, burning pain upon sitting, starting in 2012 on a 13 hour flight to hong kong where he had so much pain he stood for 11 of the 13 hours of the flight. It got worse and worse until it reached a level of 8/9 out of 10. In 2014, he started getting tests (x-rays, cts, myelograms), medications (oxycodone, gabapentin), injections and nerve block procedures on his l1 to s1 but nothing helped. The patient had an x-ray on (B)(6) 2014, a CT lumber spine on (B)(6) 2015, epidural on (B)(6) 2015 and nerve block and injection procedure. A bilateral ischial bursa and left trochanteric injection on (B)(6) 2015, right lumbar l4-s1 on (B)(6) and the pain was still there, a myelogram and CT on (B)(6) 2015 and the device was removed on (B)(6) 2015. After that the patient had an MRI and the pain was still there. Urination was still the same degree as when his device was in his body. In (B)(6) 2016, the patient had acupuncture which eased some of his pain but it was still there. After that he started working with a chiropractor and within 3 weeks his pain dropped to a 3 or 4. His muscles were like steel or rocks. It was noted that his cancer level was 1.01 and they just needed to monitor it. The patient had stopped taking gabapentin and oxycodone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.